Event description:
A malfunction was reported on the pump with no notable events occurring before the issue. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within the normal range. The customer was instructed by technical support to use multiple daily injections as a backup therapy and a replacement pump was sent. Technical support also provided instructions for placing the malfunctioning pump in storage mode and arranged for its return.